Event description:
It was reported that there was air bubbles present in the device. During a cardiac ablation procedure to treat an atrial fibrillation (afib), a faradrive sheath was selected for use. After introducing either the non boston scientific mapping catheter or the farawave catheter, the physician noted air bubbles when advancing the catheter slowly distally in the sheath. Even after aspirating and flushing. Used two different methods when introducing the farawave catheter. 1) sheath irrigation line running at tko. Physician pinched the proximal end of the splines and allowed the farawave irrigation to fill the space between the splines. While maintaining the splines the distal end of the basket was introduced into the hemostatic valve so the fluid from within the sheath can fill the spaces within the distal end of the basket. Catheter was then introduced. When sheath was aspirated bubbles were noted but a decreased amount was mentioned. 2) faradrive line running at high flow. Same process of pinching the splines was performed and the farawave was introduced. Bubbles were still noted but a decreased amount. After the initial pre-map there were bubbles in the sheath when pulling the mapping catheter out. The physician described the hemostatic valve as "loosey goosey" because he felt it didn't have a good hold on the mapping catheter. The physician commented on there being lots of bubbles in the shaft of the sheath when removing the farawave after the ablation was completed. No air was seen in the patient. Procedure was completed successfully using the original device. No patient complications were noted. Device will be returned for further analysis.

Manufacturer narrative:
The farawave catheter was evaluated by boston scientific. The sheath was assessed with our leaking test procedure and passed all leak tests. No significant damages were found during microscopic inspection. No damage to the valves was observed. Laboratory analysis was unable to confirm the reported clinical observation of visible air/bubbles. Device was found within specifications.

Event description:
It was reported that there was air bubbles present in the device. During a cardiac ablation procedure to treat an atrial fibrillation (afib), a faradrive sheath was selected for use. After introducing either the non boston scientific mapping catheter or the farawave catheter, the physician noted air bubbles when advancing the catheter slowly distally in the sheath. Even after aspirating and flushing. Used two different methods when introducing the farawave catheter. 1) sheath irrigation line running at tko. Physician pinched the proximal end of the splines and allowed the farawave irrigation to fill the space between the splines. While maintaining the splines the distal end of the basket was introduced into the hemostatic valve so the fluid from within the sheath can fill the spaces within the distal end of the basket. Catheter was then introduced. When sheath was aspirated bubbles were noted but a decreased amount was mentioned. 2) faradrive line running at high flow. Same process of pinching the splines was performed and the farawave was introduced. Bubbles were still noted but a decreased amount. After the initial pre-map there were bubbles in the sheath when pulling the mapping catheter out. The physician described the hemostatic valve as "loosy goosy" because he felt it didn't have a good hold on the mapping catheter. The physician commented on there being lots of bubbles in the shaft of the sheath when removing the farawave after the ablation was completed. No air was seen in the patient. Procedure was completed successfully using the original device. No patient complications were noted. Device will be returned for further analysis.